Event description:
The customer contacted baxter's service center regarding system error 2240 which occurred on the home choice (hc) during drain 10 of 12. The technical service representative (tsr) assisted the care giver (cg) to clear the alarm and informed the cg of the alarms meaning. Per cg, there was a hole in the patient line. The cassettes were normally stored inside a box and covered prior to use, but in this instance the cassettes were not covered and there were pets in the home. The cg would replace the setup and complete two cycles and the last fill before stopping therapy early. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the cg regarding the reported event. The cg stated the most likely cause was animal damage. The cg explained that she discarded the sample and did not know the lot number. The hp's nurse was aware of the event per the cg. The cg advised that the hp was able to resume therapy successfully with new supplies and is doing well on therapy. No further information was available.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was animal damage. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.